Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user reportedly noticed a change in hearing in (B)(6) 2021. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user reportedly noticed a change in hearing in (B)(6) 2021. The user was reimplanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected. In situ testing showed affected channels. The user reportedly noticed a change in hearing in august 2021. There was no redness or swelling at the site of the implant and there were no changes in health or medication. The user was re-implanted on (B)(6) 2022.